Event description:
It was reported the instrument was broken while being used.

Manufacturer narrative:
Investigation results: the associated complaint device was returned and evaluated. A visual examination of the returned self-holding hex screwdriver indicated that the hex tip has fractured of and the screwdriver was disassembled. This fractured portion of the hex was not returned. This hex screwdriver was manufactured in 2006, showing sign of significant use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.